Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported power on/off by itself failure. Physio replaced the therapy pcb and power supply assemblies to observe proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed assemblies at the failure analysis center and was unable to duplicate the reported failure. Further cause of the problem could not be determined.

Event description:
It was reported that the device powers on/off by itself. There was no pt use associated with the event.